Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred and the ventilator shut down. The patient was manually ventilated and taken to the hospital. The patient was discharged from the hospital the same day with no complications related to the event. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and the ventilator shut down. The patient was manually ventilated and taken to the hospital. The patient was discharged from the hospital the same day with no complications related to the event. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.